Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); sc-2316-50. Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. X-ray inspection revealed that a few of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. High impedance readings were registered on eight contacts. Sc-3400-30: device evaluation indicated that the lead splitter passed visual and mechanical tests performed. The complaint has been confirmed. Impedance tests confirmed the complaint. X-ray inspection found a broken cable wire at the contact # 16. The root cause of lead fracture is unknown. Sc-1110-02: device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance was not confirmed. All impedance readings were within normal range. High impedance readings could not be duplicated. The device exhibits normal device characteristics.

Event description:
A report was received that the patient's contacts were producing high impedances which the physician believed was caused by the clik anchor. The patient will undergo lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the clik anchor was explanted and the lead and ipg were replaced with new ones. The ipg was replaced per preference. The patient is doing well post-operatively.

Event description:
A report was received that the patient's contacts were producing high impedances which the physician believed was caused by the clik anchor. The patient will undergo lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: 421260, description: 30 cm splitter kit; model #: sc-2316-50 serial/lot #: 465438, description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient¿s contacts were producing high impedances which the physician believed was caused by the clik anchor. The patient will undergo lead revision.